Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿. Based on the results of the investigation, this event was likely a result of the device deteriorating due to age or external forces being applied that ultimately caused the adhesive to peel. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the elevator channel inlet was loose and leaking. Additionally, the insertion tube was dented with deep scratches. The forceps cover glue on the distal in was cracked and peeling. The I/t insulation was inconsistent. The control body labeling name plate was missing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii ultrasound gastrovideoscope was leaking on the control knob. According to the initial reporter, this event occurred during reprocessing and had no patient involvement.